Event description:
(B)(4) it was reported by the consumer that the pronto m71 power wheelchair footrest would not stay up, and it falls unexpectedly hitting his ankles. There was no patient injury reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m71, serial number/date code is unknown. The consumer is a male. However, his age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.